Event description:
It was reported following a stent placement in the right coronary artery and femoral angiogram, an angio-seal device was deployed in the right femoral artery. During deployment, the physician felt the anchor engage almost immediately and resistance was felt; deployment was completed. Post deployment, it was noted the pulses in the right leg were absent and the pt complained of right leg pain. A volcan sheath was placed in the left femoral artery; a femoral run off revealed the right femoral artery was occluded. A guidewire was advanced through the occlusion, a balloon was inflated, and a dyna lynk 8x28 stent was placed at the site of the arteriotomy. Bloodflow was restored. The pt was reportedly recovering.